Event description:
A facility reported that the button of the cusa clarity 23khz expanded cem nosecone (c7523x) remains pressed and does not return to its original position, and the monopolar forceps kept operating during surgery. Additionally, the bone tip broke during surgery and another device was used to complete the surgery. No adverse consequences to the patient were observed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.